Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a canted position, resulting in paravalvular leak (pvl). A second valve was deployed. Bav was not performed as the patient was hemodynamically unstable and was experiencing arrhythmias due to wire placement. The delivery system was prepped with 16cc¿s of volume (1cc below nominal). The 23mm sapien xt valve was positioned 50:50 but landed in a canted position, 80v/20a (valve was lower on the non coronary cusp and higher on the left cusp). Post deployment tee revealed moderate pvl. A post dilation was performed with an additional 2cc in the delivery system. The pvl remained unchanged and the decision was made to place a second valve. A second 23mm sapien xt valve was deployed 4-5mm more aortic. A repeat echo showed pvl was reduced to trace. The patient was in stable condition at the end of the procedure. The native annular diameter measured 21mm x 22mm by CT, with an area of 367mm². The aortic annulus and leaflets were moderately calcified. The image intensifier angle was described as fair and the coaxial alignment of the valve and delivery system were described as good. Ventilation was not held and there was no loss of pacing capture during valve deployment. The valve malposition and subsequent pvl was attributed to the patient¿s moderately calcified annulus and the fast inflation that was performed in order to minimize pacing run as patient was hemodynamically unstable and was experiencing arrhythmias due to wire placement.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, procedural factors (fast inflation time) and patient factors (moderate annular calcification) was reported to have cause the malposition of the valve. The subsequent pvl was a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.